Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly found set screw marks and bunched insulation on the lead body. Inspection of the electrode tip found that the distal end of the proximal spring electrode was separated from the lead body and a surface insulation abrasion was found in the abrasion sleeve. In addition, tissue and body fluid were noted on the distal tip of the lead. The area where the insulation abrasion occurred was through to the lumen were lines which spiraled around the lead, where jagged. Resistance tests were completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Pressure test were not performed to test the insulation integrity due to insulation damage found in initial testing. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed that due to the location and type of damage, it appears that the damage was caused by lead on lead interaction coupled with movement and pressure within the pocket area. The ra lead was archived

Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) and right ventricular (rv) lead exhibited noise during a device check. A right atrial (ra) lead fracture was suspected.the right atrial (ra) and right ventricular lead were explanted and replaced due to a suspected lead issue. The leads are to be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted leads have not been received at boston scientific. Upon reciept the leads will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report sumbitted should further information be provided.